Event description:
The account stated that the architect c8000 analyzer is generating discrepant carbon dioxide (co2) results on 2 patient samples and erratic glucose results on 1 patient sample. On patient #2, the initial co2 result was 11, the doctor questioned the result and the sample was retested on the other analyzer and the result was 22. Units of measurement was not provided. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: erratic carbon dioxide, glucose, alkaline phosphatase, and phynetoin results. Cuvette, dry tip tubing, degasser, dry nozzle, and the reagent syringe seal# 1 and 2. The complaint text indicates discrepant carbon dioxide, glucose, alkaline phosphatase, and phenytoin results were produced on the architect c8000 (B)(4). The field service representative (fsr) replaced the obstructed cuvette, waste poppet valves, dry tip tubing, degasser, dry nozzle, and the reagent syringe seal# 1 and 2. The syringe was rebuilt as instructed in the quarterly maintenance and the fluidics flush passed its specifications. The cuvette integrity test passed. The current rate for the architect c8000 erratic occurrences/million tests and complaints/million tests are below the internal rate documented at the launch for the architect c8000. No adverse trends were identified related to this issue in the abbott metrics. The architect system operations manual (list number 201837-104) provided adequate information about troubleshooting for erratic results, operational precautions, and limitations. In the clinical chemistry carbon dioxide reagent package insert ((B)(4)), clinical chemistry glucose reagent package insert ((B)(4)), clinical chemistry carbon alkaline phosphatase reagent package insert ((B)(4)), and clinical chemistry phenytoin reagent package insert ((B)(4)), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, this is no product deficiency identified for this complaint. After the component replacements were performed on the instrument, the issue has not been observed since. This is the final report.